Event description:
It was reported that the device was stuck with the wire. The target lesion was located in the severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device got stuck with a non-bsc wire. The balloon and wire were removed as a single unit. The procedure was completed with another of same device. No patient complications were reported.